Event description:
Caller reported a sensor error with their continuous glucose monitor, error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a complete pump reset, which resolved the issue as the error did not reappear, allowing the caller to successfully begin a new sensor session.